Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventrio st mesh. Per op notes, ¿the midline incision was opened. The hernia sac was identified and completely removed. A large ventrio st mesh was placed into the peritoneal cavity and secured with absorbable tacker. The midline was then closed with suture.¿ (B)(6) 2015 - patient was diagnosed with recurrent ventral hernia thereby underwent open repair with excision of ventrio st mesh and implant of biological mesh. Per op notes, ¿existing incision was re-opened. The omentum was noted to be densely adherent to the underlay mesh and lysed. The mesh was noted to be separated from the fascial edge. The ventrio st mesh was removed in its entirety. Appendectomy was performed. Component separation of abdominal wall in the right and left was performed. A biological mesh was then placed over the intra-abdominal contents and secured to the abdominal wall with sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-nov-2012) is considered to be the best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2014. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.